Event description:
It was reported that the pt was implanted a durom acetabular component on the right side (exact date is not reported). Currently, the pt is being monitored due to loosening and elevated metal icons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's ref no. Of this file is (B)(4).